Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited increase in power consumption which affected the device's longevity. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being submitted to correct the describe event or problem field (b5) in section b, initial reporter field (e) in section e, occupation field (e3) in section e. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker exhibited increase in power consumption which affected the device's longevity. A request was made to have data from this device analyzed. Data analysis showed that the device was high-rate atrial sensing at an average rate of 328 bpm. High-rate atrial sensing could cause an increase in power consumption. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.